Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: e1; g3; h2; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
(B)(4). D6a: date implanted ¿ 1998. D10: unknown m2a head. The customer indicated that the product remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
The customer reported that cobalt and chromium levels have steadily increased approximately 28 years post-implantation. It was noted that the implants are still functional and the patient is pain-free. Due diligence is in progress for this complaint; to date no additional information or product has been received.